Event description:
It was reported that a pt experienced what the nursing staff interpreted as a vfib event and the pt coded. The delta xl and associated mvws central station reportedly alarmed for hr>120 but did not alarm as expected for vfib. The pt was reportedly revived after the code and there was no injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.